Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report of one female patient with results from triage tni 0.13, redraw tested 2 hours later at <0.05, repeat of original sample at <0.05, no alternate methodology. (B)(6) female was scheduled for minor surgery on (B)(6) 2015, patient presented with significant hypertension and was taken to the ER for cardiac evaluation. First sample: full draw edta whole blood, no clots or hemolysis, drawn/tested at 9:15 am at 0.13 (range is 0.00 - 0.05). Result appeared on report as "borderline elevation, repeat testing may be indicated." No alternate methodology in house for testing tni second sample: full draw edta whole blood, no clots or hemolysis, drawn/tested at 11:00 am at <0.05. No ivs or meds were given within the timeframe between draws. When second sample came back negative, first sample was repeated at <0.05. Myoglobin also tested x 3, first sample: 41.9, redraw: 36.3, repeat of first sample: 53.0. Patient was discharged to home, no reported patient ae. No update on undisclosed minor surgery that had been scheduled. Although requested, no additional information received.

Manufacturer narrative:
Investigation conclusion: customers complaint was not replicated. Discrepant high tni results were not observed with normal whole blood donor testing and returned sample testing on retain lot w59875. Batch records for lot w59875 were reviewed and found no relevant ncs or tifs. This lot passed all specifications for final lot release. The complaint lot performed as expected, unable to determine root cause of customers complaint. No product deficiency was established.